Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not clean the area prior to starting the pd therapy. It was reported the patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancotroy 2 grams, intraperitoneally (ip), stat and ip gentamicin 20 milligram, once daily for 21 days for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.